Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right atrial (ra) lead exhibited failure to capture. A chest x-ray was performed and revealed that the ra lead was dislodged. The ra lead was explanted and replaced. Patient was stable.